Event description:
This right atrial (ra) lead was explanted due to unknown issues. A different lead was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the fields b5: describe event or problem, along with any other relevant fields have been updated.

Event description:
This right atrial (ra) lead was explanted due to unknown issues. A different lead was implanted successfully. There were no additional adverse patient effects reported. Additional information was later received that noted the lead had partially dislodged. There were high thresholds and low sensing. The lead is not available for return.